Event description:
It was reported that the patient was admitted to the operating room for right ureteroscopic holmium laser lithotripsy under general anesthesia at 14:00 on (B)(6) 2022. After the operation, the patient returned to the ward at 15:40, followed the doctor's instructions, checked the outer packaging of the catheter, and placed a disposable foley catheter for the patient in accordance with the operating specifications. The catheterization was completed and drained out reddish urine. After fixing, and telling matters need attention to the patient. At 6:00 on (B)(6) 2022, the foley catheter was found to have moved outward a little during perineal care for the patient and the catheter was pulled out. It was found that the foley catheter balloon was ruptured, which delayed the patient's catheterization. Immediately, the user replaced the ruptured catheter with a new disposable sterile catheter, and re-catheterized the patient. At 10:00, the patient was inspected, the patient did not complain of discomfort, and the adverse event improved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was admitted to the operating room for right ureteroscopic holmium laser lithotripsy under general anesthesia at 14:00 on (B)(6) 2022. After the operation, the patient returned to the ward at 15:40, followed the doctor's instructions, checked the outer packaging of the catheter, and placed a disposable foley catheter for the patient in accordance with the operating specifications. The catheterization was completed and drained out reddish urine. After fixing, and telling matters need attention to the patient. At 6:00 on july 21, 2022, the foley catheter was found to have moved outward a little during perineal care for the patient and the catheter was pulled out. It was found that the foley catheter balloon was ruptured, which delayed the patient's catheterization. Immediately, the user replaced the ruptured catheter with a new disposable sterile catheter, and re-catheterized the patient. At 10:00, the patient was inspected, the patient did not complain of discomfort, and the adverse event improved. Per follow-up information received from ibc on 11aug2022, stated that there was no missing pieces of balloon and there was no patient injury.